Manufacturer narrative:
(B)(4). The reported issue of a high drain 105 alarm was confirmed in the event history log review. During device testing, the device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications in relation to the reported difficulty of a high drain 105 alarm. The cause was determined to be one or more cycles advanced to next fill when a slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm during drain 5 of 6 on the homechoice machine (hc). The home patient(hp) stated he is unable to clear the alarm. The technical service representative (tsr) assisted the hp to review the total ultrafiltration (uf) of 1899ml. Cycle 6 uf of -193ml, cycle 5 uf of 2623ml, cycle 4 uf of -326ml, cycle 3 uf of 317ml, cycle 2 uf of -196ml, and cycle 1 uf of 325ml. The therapy was continuous cycle peritoneal dialysis with a total volume of 15000ml, total time of 9:00, fill volume of 2500ml, and last volume of 0ml. The hp used 2.5% and 1.5% solution last night. The hp uses three 5-liter bags of solution and all were empty this morning like normal. The hp stated they had no complaints of feeling overfilled. The tsr advised the hp to contact their peritoneal dialysis nurse about the alarm. There was patient involvement; however, there was no injury or medical intervention reported.